Event description:
The report received indicated that during a visual examination of the product, the customer identified the presence of strands and particles.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional info will be submitted within 30 days upon receipt.